Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred. Customer performed pump reset and a continuous glucose monitor (cgm) error 42 occurred. Pump reset was performed and cgm error 42 recurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose value was 113 mg/dl at the time of event.